Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) ordered the replacement parts and they have been delivered, but the biomed disposed of the defective part upon replacement. There will be no part returned to the manufacture for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the red ultrasonic air sensor (uas) latch came apart (at the joint where it bends). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the user facility's biomedical engineer technician (bmet) observation. Per follow up with the bmet, the replacement latch was installed and the device is functioning appropriately. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.